Manufacturer narrative:
The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and minor scratches on the display window. Unable to confirm the broken belt clip due to the pump being received without the belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was advised by her endocrinologist and they told her she needs to new pump because there is a split in the screen. The customer was advised to revert to back up plan and pump will be replaced. The customer's blood glucose was unknown.